Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of a change in sound quality and a sensation of a tickling in his right ear canal. The sound quality in the right ear has been reported as very high-pitched with a buzzing quality. Anyway the user still feels that hearing is better with the device than without it. The electrode array was then visualised in the user's ear canal. According to the implant registration card a full insertion of the flex20 array was not achieved and 1 channel was left extra-cochlear. The user will visit the implanting surgeon and a CT will be performed.

Event description:
The user complained of a change in sound quality and a sensation of a tickling in his right ear canal. The sound quality in the right ear has been reported as very high-pitched with a buzzing quality. The electrode array was then visualised in the user's ear canal, where an extrusion is suspected. A CT scan showed that the excess lead has extruded into the ear canal, however, the electrode is still secure in the cochlea in its original surgical position. The user still feels that hearing is better with the device than without it. A revision surgery will not be performed, the plan is instead to address sound quality issues with programming. The user will return for follow-up testing and mapping; however it has currently been postponed due to illness.

Manufacturer narrative:
Additional information: based on the received information from the field, the electrode lead extruded into the external auditory canal. The recipient has a history of previous ear surgeries, including an ear canal closure, which might have contributed to the current event. Imaging confirmed that the electrode array is still in the cochlea. One channel was left extra-cochlear during implantation surgery due to unexpected ossification. Additionally, sound quality issues which are reported will be addressed with re-programming by the clinic. Currently no surgical intervention is considered and the device stays implanted and in use.

Manufacturer narrative:
Based on the received information from the field, the electrode lead extruded into the external auditory canal. The recipient has a history of previous ear surgeries, including an ear canal closure, which might have contributed to the current event. Imaging confirmed that the electrode array is still in the cochlea. One channel was left extra-cochlear during implantation surgery due to unexpected ossification. In addition, in situ measurements show ten channels with hi channels likely caused by damage to the active electrode caused by excessive mechanical stress. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user complained of a change in sound quality and a sensation of a tickling in his right ear canal. The sound quality in the right ear has been reported as very high-pitched with a buzzing quality. The electrode array was then visualised in the user's ear canal. The user still feels that hearing is better with the device than without it. The user has been re-implanted on (B)(6) 2024.